Manufacturer narrative:
Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via manual injection and multiple supply changes. Tandem technical support commenced conducting system check. During troubleshooting it was identified that the customer is reusing cartridges. Tandem technical support recommended the customer change to a new cartridge.